Manufacturer narrative:
Additional information: product analysis: visual and optical examination confirms the tip of the instrument is broken at the weld joint. Instrument manufacturing date code suggests instrument has been in use for over 10+ years, consistent with anticipated wear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient underwent removal surgery for implants at level l4/5. Intra-op, the tip of the screw head positioner broke. This happened when the surgeon was removing the fourth screw of 4 screws at 1-level. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.